Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign materials in air water channel and cylinder, foreign objects in auxiliary water channel, suction channel and on the adhesive of bending section cover (a-rubber) and clogging of auxiliary water channel. There was no patient involvement.